Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. The physician indicates that the same issue occurred with a second reply dr, (B) (4) (reported under MDR # 100165971-2010-00587).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.